Manufacturer narrative:
Retainer ring = black device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Thump and care link software was utilized and downloaded trace/history files properly. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within specification range during testing. The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Pump received with pillowing keypad overlay. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated analysis summary by (B)(6) on feb 16, 2022 s/w 5.2a. Retainer ring = black. On (B)(6), 2021, customer alleged was hospitalized for low bg and pump over delivery. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. Thump and carelink software were utilized and downloaded trace/history files properly. In further full review of the pump history on the event date of (B)(6), 2021 found no bolus delivery, however; found one bolus delivery on (B)(6) 2021 at 17:30:01 delivered bolus of 2.5u. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. In summary, pump passed all required testing. Unable to verify customer complaint for low bg. Customer alleged for the pump over delivery was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2021. Customer¿s blood glucose at the time of hospitalization was 23 mg/dl. Customer¿s current blood glucose was 198 mg/dl. Customer did experienced shaking sweating symptoms due to low blood glucose. Customer stated that the low blood glucose was treated with the food. Customer had been using insulin pump within 48 hours of low blood glucose event. Auto mode feature was not active during the time of event. Customer stated that troubleshooting was done for low blood glucose. Auto mode feature was unknown. The insulin pump will be returned for analysis.